Event description:
A report was received alleging the top display of a ventilator was blank. Though requested, the reporter was not able to confirm treatment or patient involvement details. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4) .

Manufacturer narrative:
(B)(4). Covidien field service engineer (fse) inspected the device and the alleged malfunction was verified. The graphical user interface (gui) printed circuit board (pcb) was replaced. The ventilator passed all testing.